Event description:
It was reported that during a da vinci-assisted surgical procedure that two faults occurred. The intuitive tech support engineer (tse) reviewed the system logs and found error 32097 against universal surgical manipulator (usm) 3. The tse recommended swapping to usm 4 to be able to complete the case without interruption. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expect. The usm was then installed onto a patient fixture test platform (pftp) where the fiber test failed on rolling loop fiber, replicating the reported event. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.